Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The heat sink had a few scuffs and paint was missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered c-34 errors on the erbe. The customer had rebooted the erbe and the da vinci system, but the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and saw repeated c-34 errors. The customer replaced the erbe for the valley lab force triad generator and was proceeded with the case. The tse informed the customer that they could use another vision side cart (vsc) if they had one available. The customer stated the would bring the alternative vsc into the room but it is unknown if they swapped the vscs. The procedure was completed robotically with no reported injury.